Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to corroded keypad traces. Basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test were not performed due to unresponsive esc button. The device had minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.

Event description:
It was reported that the customer had issues with his/her insulin pump's keypad. The keypad was not responding. The customer's blood glucose level was 283 mg/dl. He/she corrected her/his blood glucose level with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.